Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An optometrist reported that approximately one month following lasik surgery, the pt was diagnosed with asymptomatic epithelial ingrowth, at the flap edge, in the right eye. The topical steroid drops were increased to treat the event. In a follow up, the optometrist reported that in her opinion, the laser did not cause or contribute to the event.